Manufacturer narrative:
When the technician investigated the lift, he found the mechanical emergency lowering system was removed from the lift strap. The account did not indicate this had been removed from the lift when they initially reported the incident to hill-rom. According to 7en120115, rev.6 "instruction guide," hill-rom states that before lifting always ensure that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician will replace the lift motor to resolve the issue. Based on this information, no further action is required. However, if any additional relevant information is identified, the additional information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the lift strap unrolled (without use of the lift's electrical functions) causing the patient to fall. There was no patient/user serious injury reported. This report was filed in our complaint handling system as complaint # (B)(4).